Event description:
The device was returned for a set ID sensor failure. Internal inspection found no damage. Device was reverted and failed set ID functional testing. No physical damage was found around the set ID.

Event description:
The following has been reported: biomed reported: pump (B)(6) does not allow secondary option to be selected and cannot back prime. Pump have been cleaned and reset, no patient harm or stopped infusions reported. A preliminary review of the logs identified the following issue: unable to select secondary. An active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.